Event description:
A customer called their north coast medical sales rep to report an anomaly with iontophoresis butterfly electrode nc89255b. The customer described receiving a black mark on his arm after performing a procedure of 20 minute on himself when he received word from one of his colleagues had experienced this. The customer noted the electrode had a spotted appearance after removing the electrode, and that the spotted appearance disappeared after about four hours.